Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the folate controls, run on the architect i2000sr analyzer, are erratic. The customer decontaminated the analyzer. There is no impact to pt management reported.